Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of wire broke. Block h10: visual examination of the returned device revealed that the working length was damaged. In addition, the distal pierced hole (tome's extrusion) was found torn; therefore this condition displaced the cutting wire which also was found to be broken at its most distal section (wire anchor section). There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this specific failure (cutting wire broken) will be documented as adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. On the other hand, the device received was found with distal pierce hole torn. According with the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. These types of damage are associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. Therefore, a conclusion code of design inadequate for purpose was assigned to the complaint, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an open investigation to address this issue. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed the cutting wire of sphincterotome was fractured. It was also noted that they used the same power as usual. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed the cutting wire of sphincterotome was fractured. It was also noted that they used the same power as usual. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.